Event description:
It was reported that pt underwent total knee arthroplasty in 1999. Radiographs following trauma detected damage to locking mechanism several years prior to revision in 2005. During revision, locking bar fragment was retrieved and anterior medial wear was observed on the bearing component.